Event description:
While attempting to ligate the cystic duct the surgeon noticed that the clip edges were not parallel after closure. The procedure ended with another product. No pt consequence. One device returning.